Manufacturer narrative:
No part or files have been returned to the manufacturer.

Event description:
A medtronic representative reported allegations of the fusion system freezing intermittently. The event was not reported to have occurred during surgery and therefore no patient was not present.